Event description:
It was reported that perforation and pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A small baseline pe was observed. Trans-septal puncture was performed. A watchman access system was placed and a 24mm watchman flx closure device and delivery system were advanced. The 24mm wds was deployed with successful implant of the closure device in the intended location. After implant, an effusion sweep was performed where a pe was observed via intracardiac echocardiogram surrounding the left atrium. A pericardiocentesis was performed, however surgical intervention was required repair the perforation. The patient has been discharged.